Event description:
The device user (du) reported a stuck pinch valve on the device. They confirmed that a liver was onboard and mentioned that they had attempted troubleshooting without success. An image provided by the du showed that the pinch valve was not fully engaged despite the graphical user interface (gui) indicating a position of 100%. There were no obvious signs of ingress. The du opted to manually increase the arterial pressure with external tubing clamps with good results. Subsequently, the liver was transplanted.

Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The reported issue was reproduced. The device was returned and further evaluated. No fault with the pinch valve (pv) was confirmed. The root cause of the issue was likely attributed to an intermittent weak connection in the arterial pv cable as a temporary replacement cable did not cause the issue to reoccur.

Event description:
The device user (du) reported a stuck pinch valve on the device. They confirmed that a liver was onboard and mentioned that they had attempted troubleshooting without success. An image provided by the du showed that the pinch valve was not fully engaged despite the graphical user interface (gui) indicating a position of 100%. There were no obvious signs of ingress. The du opted to manually increase the arterial pressure with external tubing clamps with good results. Subsequently, the liver was transplanted.

Manufacturer narrative:
Correction: d9 was updated to reflect that the device was returned on 16mar2026.